Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2019 with noise oversensing observed on the right ventricular lead. The noise oversensing was not reproduced with provocative muscle movement but was seen intermittently in clinic. The noise was sensed at 4 mv but not at 6 mv and no loss of capture was noted in the stored episodes. The right ventricular lead was reprogrammed. On (B)(6) 2020, the patient presented to the emergency room with an alert for an episode of ¿tachycardia.¿ upon review of the electrogram, occasional premature ventricular contraction (pvc) undersensing were observed. Some pvc signals were tracked as sinus beat with physiological loss of capture. A holter monitor was placed on the patient on (B)(6). On (B)(6), the monitor showed oversensing, undersensing, and autocapture pacing with no backup pulse. Due to pvc undersensing, there were pacing pulses and backup pulses that failed to capture with other pacing that fell into the refractory period. There were eleven instances of loss of capture with the longest pause noted at 3.7 seconds at 3 am. Chest x-ray was performed, and no anomalies were noted. On (B)(6) 2020, the patient was brought to the clinic for additional evaluation. It was noted that the tachycardia episode on (B)(6) was false. The episode was caused by oversensing of an atrial flutter on the ventricular channel. Patient reported experiencing a migraine on (B)(6). The physician then requested to place the holter at higher outputs with shortened av delay. While setting up the new holter, two episodes of oversensing was observed. On (B)(6) 2020, the patient presented to the hospital for a lead revision and the lead was capped and replaced. The revision was completed without any complications. During the procedure, the surgeon noted that the original placement of the right ventricular lead appeared to be above the level of the tricuspid valve.